Manufacturer narrative:
If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefore not explanted. Phone: (B)(6). The device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The serial number is also unknown therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with a pcb00. Defective lens. Customer informed that the lens was deformed and they realised when the lens was opened. No contact with patient's eye, issue first identify upon opening the packaging. No patient involvement reported. Through follow-up it has been learnt that material is not available for collection. Customer has not further information than the already provided.